Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Evaluation information: the flogard infusion pump was serviced on-site. An alarm log review, visual inspection and a power on self test was performed. The pump turned on without issue. The customer reported condition was not confirmed. The pump was serviced, passed all testing, and was returned to the customer in working order.